Event description:
A talent stent graft and an endruant ii cuff were implanted for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal neck just below the renal arteries and just above the aneurysmal sac was 24mm and 40.3mm, respectively. It also appears that the proximal neck was 130.5mm in length. It was reported that on the patient had a type iii separation between a talent bifurcated stent graft and an endurant ii cuff. The physician implanted a valiant graft to bridge the gap. It was noted that 2 cuffs were placed because the original talent graft had migrated out of the patient¿s neck and into the aneurysmal area of the aorta. The physician thought that it had dropped at least 10 cm at that point. The physician thinks that the device has now migrated more and that is what caused the type iii separation. The length of the migration was unknown. The issue reportedly was resolved. No clinical sequelae were reported and the patient is fine. Additional information received reported the physician could not determine the cause of the recent migration and type iii endoleak. As for the previous migration, the physician felt that the talent device just ¿slipped¿ out of the neck.

Manufacturer narrative:
(B)(4).